Manufacturer narrative:
This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. Complaint history search based on the related product and lot combination revealed no similar complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00597206535, nexgen all poly patella, lot #unknown. Catalog #00598003701, nexgen stemmed precoat tibial plate, lot #62417166. Catalog #00576401452, nexgen lps-flex gsf option femoral component, lot #62270575 - manufactured by zimmer ltd (B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01310. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and limited range of motion.